Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported discomfort and difficulty bending and concealing the tactra device cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the tactra instructions for use (IFU). The tactra IFU lists discomfort as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced difficulty bending and concealing this tactra malleable penile prosthesis. The patient reported feeling discomfort in the area of the implant. A surgical procedure has been scheduled to replace the tactra with a spectra penile prosthesis (spp). Per available information, this procedure has not been performed. There were no patient complications reported.